Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device control unit did not function and the motor misfired while it ran. It was further determined that the device failed pretest for check power with test bench, minimum 67.5 to 110 watt, check the function with electric pen drive (epd)-console, check compatibility between colibri/small battery drive (sbd) and colibri ii/sbd ii, check the triggers and electronic control unit (ecu) function, check switching function, check the oscillation angle and check the off/oscillation/on switch mode function. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.